Event description:
During evaluation of a returned spectrum pump, the device had an unresponsive "ok" key . No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had an unresponsive "ok" key . A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.